Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial:(B)(4), batch: 7070853.

Event description:
It was reported that the patients leads had migrated as confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were discarded.